Manufacturer narrative:
Field service engineer (fse) investigated the 'generator indicating exposing at power up'. If the table sees an active fluoro / rad signal from the generator while the table is turning on, it will give message; "generator indicating exposing at power up." When this error condition occurs, the table will not release the interlocks and no exposure can actually be made. Fse went on site to investigate, but could not duplicate issue. Fse couldn't duplicate because it was likely the table had been power cycled possibly by the fse turning on system to check it out. Tech service indicated that this shows that there wasn't a failure in the generator since everything cleared. This error would be more likely due to someone pressing on the fluoro or rad footswitch before the table completed the boot up. Fse verified proper operation of the unit per ddis system service checklist (B)(4) and returned the unit to the customer for service.

Event description:
Customer reports they went to set up for a patient, and when they turned the system on they got a message "generator indicating exposing at power up." When they saw this, they turned the system off all the way back to the breaker and when they turned it back on again, it would not fluoro at all. They cancelled the patient and rescheduled them in radiology at a later date. No reported injury. Staff was in the room, but states they had lead on when they were setting up the room.